Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, instability and loosening of the tibia at the cement to implant. Interface, cement manufacturer is unknown. Doi: unknown; dor: (B)(6) 2018; left knee. No surgical delay.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.